Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6), 2023. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source: mcmanus, a et al. Spacer gel erosion through the rectal wall. A case report detailing an unfortunate side effect of the protective treatment of prostate cancer during radiotherapy. Surgical endoscopy (2023). 37: s436. Https://doi.org/10.1007/s00464-023-10072-3. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
Boston scientific became aware of an event involving an spaceoar device through the article spacer gel erosion through the rectal wall. A case report detailing an unfortunate side effect of the protective treatment of prostate cancer during radiotherapy, by mcmanus, a et al. Per the article a patient diagnosed with prostate cancer, underwent injection of a spaceoar hydrogel, after the procedure the patient started radiotherapy. The patient underwent several rounds of radiation therapy, but the placement of the radiation seeds was unsuccessful. The patient began experiencing pain, hematochezia and straining with smaller than normal caliber stool for two weeks, the event sent the patient to the emergency room (ER). Computed tomography (CT) scan showed a low attenuating structure in the rectal wall, this was evaluated further by magnetic resonance imaging (MRI). The patient received a sigmoidoscopy, which demonstrated a small erosion of the anterior rectal wall with a gelatinous mass extruding into the lumen, although not obstructive, consistent with the hydrogel spacer. Debakey forceps was placed onto the foreign body, the superficial portion of the mass came apart easily and however, the deeper portion was surrounded by inflammation and was left in place. The patient was kept in observation and treated with antibiotics. Another sigmoidoscopy was performed three weeks later, and no hydrogel spacer was found. The patient current condition was unknown. No further information has been obtained despite good faith efforts.